Event description:
It was reported that the patient with this neurostimulator experienced urinary retention and back pain following a fall in (B)(6) 2024. The patient was on program pl13 with no error lights and was able to void again after a check-in in (B)(6) 2025. However, on (B)(6) 2025, the patient reported urinary retention again and noted that the device had moved lower, possibly due to weight loss (~60lbs). The device was now felt near the bone and caused occasional discomfort. The device was used daily but has not provided symptom relief. They made adjustments to the stimulation to help with efficacy. Imaging was completed to confirm whether the device or lead migration had occurred, but no definitive confirmation was made. The device has remained on since april and no reprogramming sessions have taken place. The provider noted the patient experienced weight loss but has not confirmed if it contributed to the lead migration. The issue was ongoing, and a revision surgery is scheduled for (B)(6) 2025 to reposition the device. The same lead will remain in place, and the neurostimulator will be moved to a different location. The revision procedure is to adjust the implant and bury the lead at the needle entry point. They are not taking any medication, and weight loss has been confirmed as the cause of suspected migration. The patient has reported improvement in symptoms after increasing their therapy. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced urinary retention and back pain following a fall in (B)(6) 2024. The patient was on program pl13 with no error lights and was able to void again after a check-in in (B)(6) 2025. The patient's bladder was drained at the ER due to retention. They drained about 800ml and 400ml of urine. However, on (B)(6) 2025, the patient reported urinary retention again and noted that the device had moved lower, possibly due to weight loss (~60lbs). The device was now felt near the bone and caused occasional discomfort. The device was used daily but has not provided symptom relief. They made adjustments to the stimulation to help with efficacy. Imaging was completed to confirm whether the device or lead migration had occurred, but no definitive confirmation was made. The device has remained on since april and no reprogramming sessions have taken place. The provider noted the patient experienced weight loss but has not confirmed if it contributed to the lead migration. The issue was ongoing, and a revision surgery is scheduled for (B)(6) 2025 to reposition the device. The same lead will remain in place, and the neurostimulator will be moved to a different location. The revision procedure is to adjust the implant and bury the lead at the needle entry point. They are not taking any medication, and weight loss has been confirmed as the cause of suspected migration. The patient has reported improvement in symptoms after increasing their therapy. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 correction to h6 coding.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Correction to b5.

Event description:
It was reported that the patient with this neurostimulator experienced urinary retention and back pain following a fall in (B)(6) 2024. The patient was on program pl13 with no error lights and was able to void again after a check-in in (B)(6) 2025. The patient's bladder was drained at the ER due to retention. They drained about 800ml and 400ml of urine. However, on (B)(6) 2025, the patient reported urinary retention again and noted that the device had moved lower, possibly due to weight loss (~60lbs). The device was now felt near the bone and caused occasional discomfort. The device was used daily but has not provided symptom relief. They made adjustments to the stimulation to help with efficacy. Imaging was completed to confirm whether the device or lead migration had occurred, but no definitive confirmation was made. The device has remained on since (B)(6) and no reprogramming sessions have taken place. The provider noted the patient experienced weight loss but has not confirmed if it contributed to the lead migration. The issue was ongoing, and a revision surgery is scheduled for (B)(6) 2025 to reposition the device. The same lead will remain in place, and the neurostimulator will be moved to a different location. The revision procedure is to adjust the implant and bury the lead at the needle entry point. They are not taking any medication, and weight loss has been confirmed as the cause of suspected migration. The patient has reported improvement in symptoms after increasing their therapy. No further complications were reported.